Manufacturer narrative:
Additional narrative: this report is for an unknown distal screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that unk - screws: nail distal locking had a nail and screw construct is visible at the bone with signs of bone fracture, one of the screws appear to have migrated from original position. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: nail distal locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a rfn-advanced retrograde femoral nailing system on (B)(6) 2021. On an unknown postoperative date, it was noticed that an unknown distal screw is backing out of the nail so surgeon removed it. There was no delay in removal, screw came out easily. Nothing else was implanted. Patient seems to be healing well and no other intervention was needed. This report is for one (1) unk - screws: nail distal locking this is report 1 of 1 for complaint pc-(B)(4).